Manufacturer narrative:
(B)(4). The actual device was evaluated by a complaint investigator and r and d anesthesia engineer. The complaint investigator recreated the flickering and the light going off. The r and d anesthesia engineer reports the following: a rusch blade was used to engage the handle repeatedly looking for flickering and the light shutting off. The device was disassembled and investigated under a microscope for connection issues and/or debris and residue in the connection points. A possible root cause to this intermittent lighting may be due to debris/residue from manufacturing that caused a faulty connection. After the blade and the assembly were engaged multiple times this residue that was causing the bad connection may have subsided to allow a better connection; although, when investigated under the microscope no noticeable debris or residue were seen on the device. The next generation lots have an added cleaning cycle for the connection points in the cartridge, which was put in place to alleviate this issue of intermittent lighting.

Event description:
The customer alleges that the device flickered on and off during use. When the device was tested after use, it appeared to work fine. No report of patient injury or harm.